Event description:
Additional information received noted that a pouch revision was done on 2012-(B)(6) to secure the ipg down in the pocket in the correct position. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a power-on-reset (por) condition was noted on the patient's implantable neurostimulator (ins) with an error code message of 0x82. It was noted that the patient saw the por on their external recharger. There was no overdischarge of the ins battery reported. The patient also had coupling/communication issues between the recharger and the ins. There were zero coupling bars and it was noted that when the recharger was placed over the ins for several minutes, the communication error was observed. An x-ray showed that the ins was flipped. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the cause of the event was that the patient's implantable neurostimulator (ins) had flipped. No abnormal impedances were reported. It was reconfirmed that surgical intervention was performed on (B)(6) 2012; the patient's ins was flipped back, repositioned lower, and secured face-up in the pocket. The patient and her physician were able to communicate with her ins using the patient programmer (pp) or physician programmer (8840), but were not able to recharge. The patient was unable to use her ins. No patient injury was reported. It was planned that the patient would have an ins replacement procedure on (B)(6) 2012. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found an integrated circuit anomaly. It was noted that abnormal capacitance values were discovered across the recharge antenna connections. It was further noted that a short was discovered between two nodes across the recharge antenna. It was noted that a defect was located on the transistors.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; recharger: model 37752; programmer: model 37743, serial# (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2012. The patient did not require hospitalization, had no injury, and recovered without sequela. Additional information has been requested, but was not available as of the date of this report.